Event description:
Additional info received from customer indicates pt was scheduled to undergo an unspecified surgical procedure for a lung neoplasm. Surgery was delayed until pt's ptt returned to normal over time; no medical intervention was required. She then had surgery with no subsequent problems reported. She recovered well from surgery.